Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3093-28, lot# va0u13h, implanted: (B)(6) 2016, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 18-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient states they are trying to reach the manufacturer representative. Patient stated their managing physician ordered an x-ray and "the device was supposed to have 4 leads but only one of them is connected". Reviewed the ins can only accommodate one lead, and patient clarified that only 1 of the 4 wires within the lead is hooked up. Recommenced patient discuss with managing physician. The patient wanted to ask the rep some questions as the rep was present during their implant surgery. (B)(6) 2023 rtg0391668 (con): **see 605438189 for surgical clips poking inside of them** additional information was received from the patient. The patient reiterated that they had "pictures" of their system, that some things had gone wrong, their "wires were bent." Towards the end of the call, the patient softened and said "I just don't want to die," stating "it's creating a lot of problems" for them. (B)(6) 2023 (rep): additional information was received from a manufacturer representative (rep). The rep reported that they have not heard from the patient since the last procedure and is just hearing of this issue for the first time now. There is only 1 wire implanted, so the rep is sure they are incorrectly referring to the ¿4 wires¿ as the 4 electrodes. There was no bend in the wire to their knowledge as they only replaced the battery in august of 2021. Prior surgery to change the wire was january 2016. The rep has no further information.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient states they are trying to reach the manufacturer representative. Patient stated their managing physician ordered an x-ray and "the device was supposed to have 4 leads but only one of them is connected". Reviewed the ins can only accommodate one lead, and patient clarified that only 1 of the 4 wires within the lead is hooked up. Recommenced patient discuss with managing physician. The patient wanted to ask the rep some questions as the rep was present during their implant surgery. Additional information was received from the patient on 2023-jan-13. The patient reiterated that they had "pictures" of their system, that some things had gone wrong, their "wires were bent." Towards the end of the call, the patient softened and said "I just don't want to die," stating "it's creating a lot of problems" for them. Additional information was received from a manufacturer representative (rep) on 2023-jan-30. The rep reported that they have not heard from the patient since the last procedure and is just hearing of this issue for the first time now. There is only 1 wire implanted, so the rep is sure they are incorrectly referring to the ¿4 wires¿ as the 4 electrodes. There was no bend in the wire to their knowledge as they only replaced the battery in (B)(6) 2021. Prior surgery to change the wire was (B)(6) 2016. The rep has no further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.